Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrumentwas not securely clipping the hem-o-lok clips all the way. The clips loaded onto the instrument, but the instrument did not clip the hem-o-lok clips closed completely. The surgeons stated they were at the max when attempting to clip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. The issue occurred while the surgeon was attempting usage. The issue was related to unsuccessful clip application with incomplete closure of the clip. The surgeon used a large hem-o-lok clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred at the first clip application attempt. They used a backup large clip applier with no issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This caused the instrument not to secure the clips all the way.

Event description:
Refer to h10/h11 for follow-up information.